Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, cracked reservoir tube lip, and dented display window.

Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage and that the experienced high blood glucose. The customer's blood glucose was 442 mg/dl, which was treated with manual injection. The customer's mother stated that the insulin pump ripped out, went down a flight of steps onto concrete, became cracked on the screen, and no longer worked. The caller stated that the reservoir and infusion set did not show any signs of damage. She observed a crack on the bottom of the screen and stated that the insulin pump had been dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.